Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted an unknown alarm. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/25/2016 with the following findings: a review of the black box and alarm history indicated multiple consecutive call service 054/051/012 alarms occurred on (B)(6) 2016. Consecutive call service 054/052/012 alarms are defined as slave processor corruption and are illustrated with continuous vibration and a blank display. The pump powered on normally and successfully completed ez-prime steps; no blank screen and no errors, alarms, or warnings occurred during investigation. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation.